Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was advised the internal power source in the insulin pump was unable to charge. Customer advised the alarm recurred three times in one day and the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.